Manufacturer narrative:
The technician inspected the unit and replaced the sports ticking assembly, sports fire barrier, and sheer liner to resolve.

Event description:
Account alleges unit has foul odor due to pt overbleeding on the mattress.